Event description:
Event description cpi received information that during an invasive procedure to replace a medtronic lead, the physician replaced this implantable pulse generator (ipg) because the header was 'corroded'.